Event description:
It is reported that, on wednesday, march 3rd, doctor had a mini avr in which he used an endoplege. The ep was positioned and confirmed via tee and hemodynamic monitor for correct placement and ventricularization. When we went on bypass and clamped, we gave the first dose of cardioplegia through the ep and we were not able to drive any cs pressure. We initially thought that we had dislodged the ep when placing the qd25 since we struggled due to the patient's femoral anatomy. After the case we confirmed the catheter was still in the sinus and then, the anesthesiologist removed the ep and evaluated the balloon. She stated that the balloon must have ruptured since it would not hold any volume." Sample is not available for return and lot number is unavailable as well.

Manufacturer narrative:
Sample is not available for return and lot number is also unavailable. No evaluation is possible.